Event description:
There are two sets of markings on this syringe, one in cc's and the other in minims. When compounding a radiopharmaceutical with the syringe inside a syringe shield, it can be difficult to see the markings. If the wrong markings show through the syringe shield, and the pharmacist is not aware of the two sets of markings, the wrong dose could be administered.